Event description:
The family was being given tracheostomy teaching instructions as part of process to eventually allow family to take patient home. During one of the tracheostomy teaching sessions where family was to perform the trach change. The extra bivona trach set was tested and inflated with 5 ml prior to attempting the trach change with family. Upon inflation of the trach it was noted that the cuff was inflating lopsided instead of inflating symmetrically even in a circular pattern.